Manufacturer narrative:
Based on the contents of the article, no definitive conclusions can be made. The information provided in the article indicates that the patient experienced urinary symptoms and pain post implant of the modified kugel. The article also indicates that the mesh was found to be folded on imaging and explanted. The information obtained is limited to the content of the article as there has been no response for additional information. Based on the limited information obtained from the article, no conclusions can be made regarding the cause of the "folded mesh"; root cause is undetermined. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is documented as a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: "bladder irritation without mesh penetration after hernia repair: a case report" this is a single-patient case report describing bladder irritation symptoms and chronic groin pain occurring after inguinal hernia repair. The study aimed to investigate the cause of the symptoms and evaluate the outcome following surgical mesh removal. The patient was a 49-year-old female who underwent right inguinal hernia repair using the modified kugel method 8 years before presentation. She developed urinary urgency, urinary incontinence, and chronic right inguinal pain that persisted for approximately 3 years before referral. The patient previously underwent open right inguinal hernia repair using the modified kugel technique. Following diagnostic evaluation, CT and MRI suggested a curved structure adjacent to the bladder consistent with a folded mesh. Laparoscopic exploration confirmed a curved/folded mesh positioned adjacent to the bladder wall. The mesh was removed laparoscopically and replaced with a 3dmax light mesh, large size (bard/bd). The replacement mesh was fixed using the sorbafix absorbable fixation system (bd) and the peritoneum was reapproximated before completion of the procedure. Post operative complication includes urinary urgency, urinary incontinence, chronic right inguinal pain. Cystoscopy and cystography showed no bladder penetration or deformity. However, imaging and laparoscopic findings demonstrated a folded mesh causing mechanical irritation of the bladder wall. Treatment consisted of laparoscopic mesh removal and replacement with a new mesh (3dmax light mesh). Following surgery, bladder symptoms completely resolved, pain gradually resolved, and there were no postoperative complications or recurrence during follow-up. Article concluded that mechanical irritation of the bladder by a folded mesh can cause urinary symptoms even when there is no direct mesh penetration into the bladder and cystoscopic findings are normal. Symptom resolution following mesh removal supported the conclusion that the mesh configuration was responsible for the patient's bladder irritation. This publication therefore describes a mesh-related complication associated with folded mesh causing mechanical bladder irritation.